Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but forty-seven (47) photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of fibrin was not observed. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ blood collection tubes, there was insufficient coagulant and fibrin filaments seen in the serum. No patient impact reported. Report 4 of 5.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ blood collection tubes, there was insufficient coagulant and fibrin filaments seen in the serum. No patient impact reported. Report 4 of 5.